Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with shortness of breath in the emergency room. The patient's pacemaker exhibited unspecified issue. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of shortness of breath was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Further analysis, including evaluation of the output signal found no anomalies. Additionally, visual inspection of the header and connector did not find any contamination or foreign material. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.